Event description:
It was reported that this right atrial (ra) lead was explanted due to pace impedance measurements high out of range and undersensing. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.